Event description:
Customer reports sparking and smoke from the power cord on the back of the device. No pt was present. No user was harmed.

Manufacturer narrative:
(B)(4). Additional data/ failure investigation. Device was returned to carefusion for failure investigation. Investigation indicated that there was evidence of fluid ingression into the power inlet which resulted in the sparking/smoking.